Event description:
A patient reported experiencing hives on one forearm after using a one touch ultrasoft adjustable blood sampler with a clear cap to perform alternate site testing. Patient has a history of latex allergy. In 2001, the patient tested on the other forearm using the one touch ultrasoft adjustable blood sampler with clear cap. Hives, about 2 inches in diameter, broke out after 15 minutes. Patient was treated with benadryl and some other medication for both events. The clear caps of the one touch ultrasoft adjustable blood sampler are made of plexiglas, which is an acrylic resin and contains no latex. However, based on the info provided, the co cannot exclude at this time that the hives were caused by the clear caps.